Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 138, 73, and 154 mg/dl. She did not have any symptoms. Reporter stated that she cleans her meter with alcohol. She did not have control solution for testing.